Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had no power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was defective. A field service engineer (fse) replaced the drawer controller board on the half height drawer 3.2 to resolve the issue. Fse verified medstation was able to boot up normally and initiated final test for affected drawer via hardware test application where it passed. Preventive maintenance was performed. The system functioned as intended after the field service engineer had repaired the device.